Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that a rt265 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection on the returned rt265 infant dual heated evaqua2 breathing circuit revealed a hole in the inspiratory limb. It was also noted that the inspiratory limb was found damaged around the hole. Conclusion: we were unable to determine what may have caused the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged."

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that a rt265 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.